Event description:
Affiliate reported that in 2009, the device was implanted via v-p shunt at 60mmh2o. At about one month later, it was found that the ventricles of the patient's brain became too large. The doctor changed the pressure to 60mmh2o, but the patient's condition did not improve. At about 11 days later, it was found that the ventricles of the patient's brain became too large. The doctor changed the pressure to 30mmh2o, but the patient's condition did not improve. At approx one month later, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.